Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a (non-bsc) mesh excision, advantage fit -retropubic sling placement and cystoscopy procedure performed on (B)(6) 2016 to treat recurrent stress urinary incontinence and voiding dysfunction. As reported by the patient's attorney, on (B)(6) 2017, the patient underwent mesh removal. Boston scientific has been unable to obtain additional information regarding the event to date.